Event description:
Ous MDR. Isolated drops in the right-ventricular pacing impedance of 400 ohm were reported. The lead had been implanted for 4 1/2 months. The lead was explanted.

Manufacturer narrative:
Ous MDR. The analysis checked the mechanical and electrical properties of the lead. No deviations from the technical specifications could be found that could be related to the clinical complaint. The analysis showed no indications of mfg errors or material defects. Based on the existing analysis results, the clinical complaint was not due to an inappropriate behavior of the lead.